Manufacturer narrative:
The device was returned to olympus for inspection and the reportable malfunction could not be confirmed. Based on the results of the investigation, no device problem was found, therefore, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the high flow insufflator had intermittent loss of blowing function during an unspecified procedure. There was no patient injury or medical intervention associated with this event.